Manufacturer narrative:
Qn # (B)(4). The customer returned one guide wire and catheter for analysis. No definite signs of use were observed. Visual analysis revealed that the guide wire contained three major kinks across the body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kinks in the guide wire measured 19mm, 86mm, and 437mm from the proximal weld. The guide wire total length measured 456mm, which is within the specification limits of 449.2mm-458.8mm per the guide wire product drawing. The guide wire outer diameter measured 0.0245", which is within the specification limits of 0.0240"-0.0250" per the guide wire product drawing. The guide wire was inserted through the returned catheter. Minor resistance was encountered at the location of the kinks; however, the functional sections of the guide wire were able to pass with little to no difficulty. Performed per IFU statement , "thread tip of catheter over guidewire." A manual tug test confirmed that the distal and proximal welds were secure and intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply undue force on guidewire to reduce risk of possible breakage". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed three kinks on the guide wire. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on a potential lot from sales history with no relevant findings. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: during the procedure the md found that the guide wire was bent. They opened a new kit to finish the procedure. There was no patient harm and they were reported as fine post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: during the procedure the md found that the guide wire was bent. They opened a new kit to finish the procedure. There was no patient harm and they were reported as fine post procedure.